Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right iliac artery. An 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres for in 2 seconds, the balloon ruptured. The device was removed over an 0.035 wire. The procedure was completed with another 18x40x75 xxl esophageal balloon catheter. No patient complications were reported.